Manufacturer narrative:
The right ventricular lead remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead revealed increasing pacing impedances since (B)(6), 2010. At implant, the pacing impedances were 800 ohms and at the follow up visit on (B)(6), 2010 the pacing impedances were 2,869 ohms. There was no decrease in sensing and the shock impedance was stable. The lead remains implanted with no programming changed. No adverse patient effects were reported.